Manufacturer narrative:
T:slim user guide indicates, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 300 mg/dl. During troubleshooting it was found that the pump am/pm time settings had accidentally been switched. Tandem technical support guided the customer through adjusting the pump time. Customer delivered a bolus to bring bg levels back to target range.